Event description:
Reporter initially alleged obtaining a discrepant blood glucose result of 367 mg/dl back to back with a result of 53 mg/dl when testing was performed less than 10 minutes apart on the aviva system. Reporter stated that the code number was 367, that the initial reading was not in the meter's memory and she could no longer remember what it was. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she self-treated by drinking ginger ale. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.